Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and no anomalies were found.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the lead was opened; however, not attempted or tested due to visual inspection of the lead tip. It appeared to have an abnormal kink distal to the right ventricular coil. The physician decided not to use the lead. No patient complications have been reported as a result of this event.